Event description:
It was reported the patient received 11 inappropriate shocks due to oversensing. High impedance and suspected fracture at the suture sleeve were also reported. The lead was partially removed, capped, and replaced. Additional information received reported the entire system was explanted approximately one month later due to infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.